Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, lead externalization was noted during diagnostic imaging. The lead will be explanted during the ICD device explant procedure, once eri is reached. The high voltage therapy was programmed off, since the patient is not pacemaker dependent. The patient was in stable condition.